Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 329 mg/dl at the time of incident. The customer stated that the reservoir alarmed during prime. The customer was assisted with 5.0 unit manual prime and the reservoir did not alarm. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to anew infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.